Event description:
Complainant alleged that the medics were attending a pt who was not breathing. The medics analyzed the pt's heart rhythm with the device in semiautomatic mode. During the first analysis the complainanat indicated that the device gave a "no shock advised" prompt for a shockable course ventricular fibrillation heart rhythm. The pt's heart rhythm was subsequently analyzed three additional times, and the complainant indicated that the device appropriately advised shock for each of these analyzes, and the pt as shocked three times. The pt was transported to the hospital. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.